Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform occlusion test and excessive no delivery test due to prime anomaly. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. No compromised force sensor system alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had several compromised force sensor system alarms on the insulin pump. Customer stated that the pump displays an alarm every time a prime is performed. Customer stated that the pump's piston continues to move forward after it makes contact with the reservoir and insulin squirts out. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.